Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 100 pc. Lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. This instrument has not been returned for review or evaluation, but customer provided pictures show a 137081 applier and it appears that the tips could be slightly misaligned with each other in the closed position. We are unable to determine what may have caused the alleged defect or fully validate the alleged complaint. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the tip of the open appliers according to the users are that they are not fully aligned. [The user] stated that the tip crosses over". No patient involvement reported.